Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument stopped responding. The surgeon was unable to straighten the instrument to remove it so the entire 9mm sleeve needed to be removed to straighten and take the instrument out. It was observed the instrument was bent where the black tube attaches to the metal tip of the instrument. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument had mechanical indentations on the proximal clevis and the main tube broken. A piece measuring approximately 0.159 x 0.081 and a piece measuring approximately 0.100" x 0.060" were not returned with the instrument. This type of failure is commonly associated with mishandling / missuse.